Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted dried reddish-brown discoloration in the packaging. The seal transfer zone of the sterile packaging was broken. The connector pins were intact, and the electrode was not torn. Functional testing showed that the balloon was inflated manually with a syringe and was able to hold pressure. The catheter memory was reviewed, and e71 and e95 air-leak errors were observed, indicating prior use. No previous activations were recorded in the catheter memory. The catheter was connected to a halo flex generator and was recognized. Five ablations were performed in saline without difficulty. The catheter memory was reviewed again, and no new errors were observed. The red discoloration on the packaging material was tested using a bluestar forensic blood test kit, which produced a positive result for blood at the stained area. It was reported that blood was present in the unopened packaging. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition. Errors were recorded in the device memory, including one e71 communication error and one e95 air-leak error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned device revealed dried reddish-brown discoloration on the packaging. The seal transfer zone of the sterile packaging was broken. It was reported that that the brand new and unopened catheter had blood inside the sealed package. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the brand new and unopened catheter had blood inside the sealed package. There was no patient involvement.